Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. However, the analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There was an opening in the anode separator enclosure and lithium material near the cathode tab.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.